Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that patient has an implanted neurostimulator. They said they are in the hospital because of the device. They went to get the implant on (B)(6) 2025 and they came out of surgery and they don't know what happened after that. Patient never left the hospital. They don't know if the patient had a seizure or what happened. The surgery was at (B)(6) center and the patient was transported to (B)(6) hospital. Patient is still in the hospital. Was not able to go through the post implant care education with the patient as she said no one knows where her communicator and smart programmer is. Everything is lost. She was told they gave the external components to the paramedics and they gave the equipment to the floor that the patient came in on. Told patient would send message to field rep to follow up with the doctor. The rep replied and reported they helped the team of urology residents to use the on site programmer to get her the MRI she needed. They can see if anyone knows where it is but this is sort of out of their scope as they are not on-site at (B)(6) and have nothing to do with her care or transfer.